Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Device analysis results: visual analysis of the returned device identified opening, broken shell, underweight, yellow particles. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage and two striated edge broken on anterior side due to surgical damage. The reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.